Manufacturer narrative:
The device was returned to olympus for annual inspection. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the scope connector cover unit had a scratch, the scope connector had a scratch, the distal end had discoloration, the light guide lens had a crack, the connecting tube had a wrinkle, the adhesive around the objective lens had a chip, the adhesive around the light guide lend had a crack, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer sent an olympus duodenovideoscope for annual inspection. During routine inspection of the device, it was found that the light guide lens had foreign material inside. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/dirt in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the adhesive around the lens peeled off due to physical stress such as an impact to the tip and or chemical stress as due to chemical solutions used, allowing moisture to enter the lens resulting in corrosion. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to be removed during reprocessing. The issue may be detected by following the instructions for use section below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.